Event description:
According to the reporter, during anastomosis while on small intestinal resection, the user was able to press the green button, an attempt was made to use a firing, but it was locked and the firing operation could not be performed. It was noted that the jaws of the device locked on tissue and the staple legs came out. A new handle and cartridge were used to resolve the issue. There was no patient injury. Pli: 30 the product was returned without accompanying information.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p4l0899) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during anastomosis, at the time of small intestinal resection, the user was able to press the green button, an attempt was made to use a firing, but it was locked and the firing operation could not be performed. It was noted that the jaws of the device locked on tissue. A new handle and cartridge were used to resolve the issue. There was no patient injury. Pli: 30 the product was returned without accompanying information.